Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 1100 mg/dl. Customer states that the lead screw has stopped moving forward. No troubleshooting was performed. No other information was provided.